Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that insufficient stent apposition occurred and the patient died. The target lesion was located in the right coronary artery (rca). A 2.50x38mm promus premier drug-eluting stent was advanced and positioned in the mid rca. However, during deployment, the non-bsc guide wire came back. When the wire was repositioned, it became tangled inside of the fractionally deployed stent, became stuck, and could not be pulled out. The patient was then sent to surgery, awake, not having any chest pain, and with the wire still stuck. During the surgery, the stent and the wire were successfully removed, and a by-pass was performed. However, the patient did not recover well and died three days later.